Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this pacemaker previously showed two and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. The patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that this adds an additional current drain to the battery. Thus, suggested to consider engineering analysis. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to the laboratory. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker previously showed two and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. The patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that this adds an additional current drain to the battery. Thus, suggested to consider engineering analysis. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the device passed all testing and is operating normally. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Supplemental correction to rectify section h1 type of reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the device passed all testing and is operating normally. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker previously showed two and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. The patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that this adds an additional current drain to the battery. Thus, suggested to consider engineering analysis. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed two and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. The patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that this adds an additional current drain to the battery. Thus, suggested to consider engineering analysis. As of this time, the device remains in service. No adverse patient effects reported.